Event description:
It was reported that pump button did not work, which prevented turning pump on or off, although pump started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation, and distributor provided replacement pump with different serial number, with no additional outcome details available.